Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model# was not provided.

Event description:
At approximately 15:00hr a UK customer was getting repeated e3 errors on the contour next link 2.4 when trying to run a blood test. Since he was unable to get a reading, he tried to judge his glucose level without test results, and decreased his insulin intake. He started feeling sick, dehydrated and generally unwell, and decided to go to the hospital. His ketone levels were high and he was put on an IV drip at approximately 17:00hr. He stayed in the hospital for approximately 3-4 hours. Further information was not provided. The customer was adivsed to return the meter for evaluation. A new meter was sent to him.

Manufacturer narrative:
The returned meter was confirmed for e8. After it was disassembled, white fibers were observed in the strip port switch.